Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump unexpectedly shut down. The pump was connected to a power source but still would not turn on. The customer's blood glucose (bg) level was impacted (259 mg/dl) with light to moderate ketones. A manual injection was administered. It was indicated that the customer would use manual injections as insulin therapy until the replacement pump was received.